Manufacturer narrative:
Investigation: samples received: 3 closed samples. Analysis and results: there are no previous complaints of the same code-batch. We manufactured (B)(4) units of this code-batch. There are 24 units in our stock. We have received three closed samples to analyze this case. We have tested the knot pull tensile strength of the samples received and the results fulfil the b. Braun surgical requirement: 136.03 n in average and 123.20 n in minimum (bbs requirement: > 90 n). Additionally, we have also tested needle attachment strength of the samples received and the results fulfil the b. Braun surgical requirements: 108 n in average and 55.6 kgf in minimum (bbs requirements: 15 n in average and 7 n in minimum). The batch manufacturing record of this product has been reviewed and no deviations have been found. According to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the cervix set white tape. During use, it was noted that the suture ripped while being applied to the cervix. Additional information has been requested.